Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'), nephrectomy ('left kidney removal') and nephrolithiasis ('kidney stone') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not underwent essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain/ weight gain"), tooth fracture ("dental problems: broken front tooth"), fatigue ("chronic fatigue/ fatigue"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), pollakiuria ("bladder or urinary problems or changes: frequency, smell, pain"), muscle disorder ("muscle problems"), hirsutism ("facial hair"), nausea ("nausea"), gastrooesophageal reflux disease ("gerd"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), kidney infection ("kidney infection"), nephrolithiasis (seriousness criterion medically significant), rash ("rashes or skin conditions type: under breast, in area of thigh meets pelvis, in elbows, and feet"), urine odour abnormal ("bladder or urinary problems or changes: frequency, smell, pain") and bladder pain ("bladder or urinary problems or changes: frequency, smell, pain") and underwent nephrectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy, partial nefrectomy and surgery kidney stones). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, depression, anxiety, amnesia, abnormal weight gain, tooth fracture, fatigue, dysgeusia, migraine, genital haemorrhage, nephrectomy, dysmenorrhoea, pollakiuria, muscle disorder, hirsutism, nausea, gastrooesophageal reflux disease, alopecia, urinary tract disorder, dyspareunia, kidney infection, nephrolithiasis, rash, urine odour abnormal and bladder pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, bladder pain, depression, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, heavy menstrual bleeding, hirsutism, kidney infection, migraine, muscle disorder, nausea, nephrectomy, nephrolithiasis, pelvic pain, pollakiuria, rash, tooth fracture, urinary tract disorder and urine odour abnormal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'), nephrectomy ('left kidney removal') and nephrolithiasis ('kidney stone') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain/ weight gain"), tooth fracture ("dental problems: broken front tooth"), fatigue ("chronic fatigue/ fatigue"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), pollakiuria ("bladder or urinary problems or changes: frequency, smell, pain"), muscle disorder ("muscle problems"), hirsutism ("facial hair"), nausea ("nausea"), gastrooesophageal reflux disease ("gerd"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), kidney infection ("kidney infection"), nephrolithiasis (seriousness criterion medically significant), rash ("rashes or skin conditions type: under breast, in area of thigh meets pelvis, in elbows, and feet"), urine odour abnormal ("bladder or urinary problems or changes: frequency, smell, pain") and bladder pain ("bladder or urinary problems or changes: frequency, smell, pain") and underwent nephrectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy, partial necrectomy and surgery kidney stones). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, depression, anxiety, amnesia, abnormal weight gain, tooth fracture, fatigue, dysgeusia, migraine, genital haemorrhage, nephrectomy, dysmenorrhoea, pollakiuria, muscle disorder, hirsutism, nausea, gastrooesophageal reflux disease, alopecia, urinary tract disorder, dyspareunia, kidney infection, nephrolithiasis, rash, urine odour abnormal and bladder pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, bladder pain, depression, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hirsutism, kidney infection, menorrhagia, migraine, muscle disorder, nausea, nephrectomy, nephrolithiasis, pelvic pain, pollakiuria, rash, tooth fracture, urinary tract disorder and urine odour abnormal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: this is fu and retention case. All the information from the deletion case (B)(4) were transferred including references, reporters and source documents. Events transferred: general abnormal bleeding, left kidney removal, dysmenorrhea (cramping), bladder or urinary problems or changes: frequency, smell, pain; muscle problems, facial hair, nausea, gerd, hair loss, dyspareunia (painful sexual intercourse), kidney infection, kidney stone, rashes or skin conditions type: under breast, in area of thigh meets pelvis, in elbows, and feet, plaintiff did not underwent essure confirmation test. Event dental problems was updated to broken front tooth. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.